Event description:
After the contrast was injected, the physician found the popliteal artery stenosis. First the physician used guidewire through the lesion, then used a 4mm and 6mm balloon for inflation and the vessel was smooth, he then tried to implant the intracoil, and the distal section of the coil did not open. When the physician pulled the release wire, the physician did not feel release wire to stent connection. The stent was deployed on one end of and the other end was not fully deployed. The physician then pulled the delivery catheter out which caused the stent to badly distort and the vessel blocked.